Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a denovo pulmonary vein isolation (pvi) to treat an atrial fibrillation (afib). During procedure, after preparing the sheath without issues and inserting it into the left atrium (la) and doing successful ablation of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) without issues, it was noticed some air in the shaft of the sheath. The flushing line of the sheath was checked, and it was free of air, it was not possible tell where the air was coming from. The la for visible air was checked, and it was free of visible air. Sheath was replaced and procedure was completed without patient complications. Product return is expected.